Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml ll s/c 200 had foreign matter. The following information was provided by the initial reporter: material: 302995 & batch#: 5041430. Received a complaint via phone. Email: ref: (B)(4). Lot: 5041430. Issue: device has fm present on the inside of packaging but in the syringe. Pt harm: no. Sample: yes. Doe (B)(6) 2025.

Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4)- supplemental MDR - foreign matter. One sample was provided to our quality team for investigation. Upon evaluation, two grey-like loose particulates were observed: one on the surface of the barrel and another floating within the package. Additionally, a significant scratch was observed on the non-scale marking area of the barrel. The condition observed is non-conforming per product specification. The potential root cause of the damaged barrel is associated with the assembly process. The foreign matter found in the package is likely due to the packaging process. Furthermore, a device history record review was completed for provided lot number 5041430. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.